Event description:
Rn staff set up an infusion of magnesium. The staff noted that the infusion appeared to be infusing faster than expected despite an IV pump being utilized. Staff changed the secondary IV tubing to determine if the secondary tubing was the issue. After the secondary tubing was changed the infusion was restarted, and staff observed the same issue of the infusion going faster than expected. Next the primary tubing was changed, and the pump was reprogrammed. The infusion was resumed without further issue. Therefore staff believed the primary IV tubing was the cause of the infusion issue and sequestered the primary tubing.